Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a "cord holder" problem was confirmed during product evaluation. The root cause was not identified. No repairs have been performed due to the customer's refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. Baxter has received similar reports for the reported problem.

Event description:
The facility reported a colleague infusion pump with a malfunction with the "cord holder". This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.